Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, 2 implanted mitraclips. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system is filed under a separate medwatch MFR number.

Event description:
This is filed to report that after the third clip (cds (B)(4)) was implanted, the final mitral regurgitation grade was increased from baseline and the patient was hospitalized due to heart failure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. There was a calcified posterior leaflet chordae and the heart was twisted which made imaging difficult. The first mitraclip was implanted reducing mr to 2 with a good result. The second clip delivery system (cds (B)(4)) was advanced to the mitral valve. Leaflet grasping was difficult due to poor visibility and while attempting to grasp, the clip became caught in the chordae. Standard troubleshooting was performed and the clip was freed from the chordae; however, while retracting it back to the left atrium, resistance was felt with the anterior leaflet, and the leaflet became torn. The clip became stuck on the chordae again and could not be freed; therefore, the clip was implanted far lateral to the first clip, on the chordae and anterior leaflet only. The mr increased to 4. The third clip (cds (B)(4)) was implanted in an attempt to minimize the increased mr, however, after it was implanted, mr remained at 4. The procedure was completed with the three clips implanted; however, the final mr grade had increased from 3 pre-procedure to 4 post-procedure. The patient was hospitalized due to heart failure that occurred post-procedure. The patient is in stable condition with no additional treatment planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of worsening mitral regurgitation (mr) and worsening heart failure as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported patient effects of mitral regurgitation and heart failure appear to be related to procedural circumstances. The reported hospitalization was a result of case-specific circumstances as the patient was hospitalized due to heart failure post-procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.